Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on the same day of wearing the adc freestyle libre sensor and was unable to obtain readings. As a result, customer reported experiencing ¿light headed, confused, cloudy go in and out of consciousness.¿ customer was able to regain consciousness and had unspecified self-treatment. In addition, customer treated with ¿tripazde¿ one hour before symptoms. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on the same day of wearing the adc freestyle libre sensor and was unable to obtain readings. As a result, customer reported experiencing ¿light headed, confused, cloudy go in and out of consciousness.¿ customer was able to regain consciousness and had unspecified self-treatment. In addition, customer treated with ¿tripazde¿ one hour before symptoms. No further information was reported. There was no report of death or permanent impairment associated with this event.